Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had not eaten in a long time and her blood glucose went low. Customer stated that she went to the emergency room. The date of admission was (B)(6). No additional information provided.